Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to oversensing resulting in pacing inhibition for less than two seconds. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that prior to this lead being surgically abandoned the patient experienced two syncopal events. A holter monitor was applied and showed pauses in pacing. There were also non-sustained ventricular tachycardia (nsvt) episodes stored which indicated noise that resulted in pacing inhibition due to the oversensing.